Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an error on a heparin infusion that occurred on (B)(6) 2026 at 12:29:20 am. There was patient involvement but no harm. The customer later provided the following information. The nurse was not using guardrails. The pump was set up according to what ems was using. They did a basic infusion and not what was programmed in the guardrails.